Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I afp assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 73014fz00. A device history record review did not show any related potential non-conformances, deviations, or non-conformances for the complaint lot and issue. Customer field data was used to assess the performance of the alinity I afp assay using worldwide data. Review shows that the median patient result for the lot 73014fz00 was comparable with other lots in the field confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I afp reagent lot 73014fz00 was identified.

Event description:
The customer reported falsely elevated alinity I afp results generated by the alinity I processing module for three patients. No information was available regarding the patients¿ diagnoses. The samples were repeated, and lower results were obtained. The following data was provided: customer¿s reference range: =8.1 g/l. Sid (B)(6) (59-year-old male): (B)(6) 2025 alinity I afp initial result = 42.4 g/l, repeat result = 2.9 g/l. Sid (B)(6) (83-year-old female): (B)(6) 2025 alinity I afp initial result = 23.2 g/l, repeat result = 1.5 g/l sid (B)(6) (64- year-old male): (B)(6) 2025 alinity I afp initial result = 20.1 g/l, repeat result = 12.6 g/l no impact to patient management was reported.

Manufacturer narrative:
Section a1 - patient identifier, a2 - age at time of event, a3a - sex: sid (B)(6) (59-year-old male): sid (B)(6) (83-year-old female): sid (B)(6) (64- year-old male): an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I afp results generated by the alinity I processing module for three patients. No information was available regarding the patients¿ diagnoses. The samples were repeated, and lower results were obtained. The following data was provided: customer¿s reference range: =8.1 g/l sid (B)(6) (59-year-old male): 18nov2025 alinity I afp initial result = 42.4 g/l, repeat result = 2.9 g/l. Sid (B)(6) (83-year-old female): 18nov2025 alinity I afp initial result = 23.2 g/l, repeat result = 1.5 g/l. Sid (B)(6) (64- year-old male): 19nov2025 alinity I afp initial result = 20.1 g/l, repeat result = 12.6 g/l . No impact to patient management was reported.